Manufacturer narrative:
The contract manufacturer reviewed the DHR and stated specifications were met. Coloplast reviewed all lot numbers where the reported abiss lot # was associated with. The associated coloplast lot #s are: 4085003, 4085004, 4085004, 4063340, 4063337, 4063339. However, based on the limited information received, coloplast cannot determine which lot # may have been associated with the reported complaint, so all lot #s were reviewed. The review of the coloplast lot #s listed revealed no trend in the complaint, nonconforming report and CAPA data. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by (B)(6), injury and blockage in the groin when walking and sore sciatic nerve when touched, position sits and walking and sore back to the neck position sits and lying down no longer sleep more than two hours in a row, not much more exercise according to doctors, memory loss, muscle aches to the touch, exhaustion after a day of work.